Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that during the trial the patient was supposed to get daily calls from manufacturer however the patient never received any calls. Patient stated they didn't hear anything on the first day after the trial and then had to call manufacturer on the second day to get a hold of someone. Patient did not say if it was a representative or support link that they were working with during the trial when patient services asked. The patient stated that on the first day of their one-week trial, after the procedure, they left their doctor's office in pain and the doctor told the patient that the pain would die down but 3 hours later, the patient had been in so much pain that they could barely sit down. Patient stated they had to have someone come pick them up and drive them back to where they had done the procedure and when they got there, the pain was "just so intense" and that "no anesthesia was used" and that hcp just had the patient lay down on the table and without lidocaine either, hcp just "ripped out one of my leads and left the other" (for the patient to use during the rest of the trial.) Patient stated hcp told the patient that he'd misplaced the lead and instead of it being next to the nerve, it had been right on top it and that was why the patient had been in so much pain and he had to "rip it out." Patient stated it hurt so bad when it was ripped out, it was like having a tooth pulled without anesthesia. Patient services wanted to note that the patient was slightly escalated on the call about what happened and said "that was on him".